Manufacturer narrative:
This a non-us event. The event occurred in foreign country. The product is not sold or imported into the united states. This event is being reported since it is determined to be a "similar" product to the u.s. Distributed tampons. Complaint trends will be monitored. This closes out this report unless additional, significant information is received.

Event description:
The consumer is a female. She began menstruating and using tampons in 2009. She changed the tampons regularly. During her menstruation, she developed unspecified viral infection, "presumably influenza", and a high fever. While sick, she forgot to change the tampon and wore one for 36 hours. Her fever became higher and she became disoriented. She was hospitalized in ICU with "severe shock symptoms" and was treated with catecholamines and artificial respiration. In the hospital, the tampons was removed and purulent vaginal discharge was noted. Infection was isolated from the vaginal swab. She developed a transient rash which was thought to be a sign of tss vs. A vasodilatory effect; her creatinine rose to 7, ("meets tss criteria, at least two times the upper limit of normal"), and transaminases were increased. She was hospitalized for 12 days and was discharged. She has recovered with the exception of residual fatigue. This is a case of shock like symptoms in the face of prolonged tampon use and a vaginal discharge. Although the symptoms could also be attributed to severe viral infection, the temporal association of tampon use cannot rule out the tampon as possibly related to the event.